Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and 320 mg/dl at the time of hospitalization. Customer was treated with injections. Customer was experienced with symptoms such as nausea, vomiting, fatigue, thirst and urination. Customer was using insulin pump within 48 hours of reported event. Customer stated that the insulin pump had insulin flow blocked alarm. Customer performed displacement test and it was passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.